Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a high/undefined impedance in both bipolar and unipolar configurations. It was further reported that a polarity switch occurred and the lead exhibited oversensing in the form of far field r-wave (ffrw) and t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.